Event description:
A customer reported a cartridge alarm 20 issue that occurred during the cartridge load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was unable to load a new cartridge due to a lack of insulin and planned to contact support after obtaining more from the pharmacy. Despite technical support's efforts to follow up via calls and emails, the customer did not respond, leading to the closure of the case without further resolution.